Event description:
The customer reported that while monitoring a patient, the qube bedside monitor suddenly shut down. It was confirmed that the qube bedside monitor emitted the power safe alarm that notified the staff of the issue. The clinician admitted the patient to a replacement monitor and submitted the device to the internal biomed team for repair. In a follow up call, the customer biomed confirmed that the issue with the monitor was resolved, however details were unknown at the time of the call. The customer stated that if they learned of additional information, they would forward the additional details. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.